Manufacturer narrative:
Received pump with display missing segments. The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Pump failed the self test due to missing segments on display. Successfully utilized thump to download history/trace files. The following alarms/alerts were noted on or near event date: pump error 4 on 06/28/2023 06:18:05.000, pump error 63 on 06/24/2023 22:42:58.000 with variable 15, and 2 no delivery alarms starting on 06/26/2023 20:15:43.000. Confirmed pump error 63 variable 15 (filenumber = 2017 linenumber = 147) due to hardware error, isolated to electronic stack. Pump error 4 was a consequence of pump error 63. Listed below are the dates/times of no delivery alarms listed on or near event date along with during basal/bolus/priming: 1 no delivery alarm during priming: start date 06/26/2023 20:15:43.000 . 1 no delivery alarm during bolus: start date 06/26/2023 20:18:00.000 . Pump was cut open to perform visual inspection and found cracked lcd glass. The following were noted during visual inspection: stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, and peeling serial number label. Pump error 63 confirmed due to hardware error, isolated to electronic stack. Pump error 4 was a consequence of pump error 63. No unexpected insulin flow blocked alarms noted during testing. No delivery alarm not confirmed. Missing segments confirmed due to cracked lcd glass. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis. And further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic, indicated that the customer received pump error 4 and 63 alarms. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer was able to clear the alarm successfully. And stated that the pump rewind was completed. And also the insulin pump passed the self-test. The customer will discontinue using the insulin pump, and will be returned for analysis.